Event description:
The complainant alleged that the gear clamps were leaking. Per independent repair center statement, the unit was low o2 or yellow light. The key failure was gear clamp for the heat exchanger was leaking.